Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Event description:
The customer reported that there was a problem with the certas valve. The patient was experiencing random valve setting pressure changes even without being around magnets or MRI. As a result the doctor removed the valve and replaced it with a programmable valve.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not returned.